Manufacturer narrative:
The customer's report of "compressor failure 1002", was not replicated or confirmed. The customer's report of "self check failure- 1003" was observed during review of the device logs. However, could not be duplicated during evaluation. The flow manifold was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure- 1002" and "self check failure -1003" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.